Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box revealed records from dates (B)(6) 2017. The black box data revealed records of unexplained power on reset events beginning on (B)(6) 2017. A battery cap was not returned with the pump for investigation; a test cap was used to complete testing. On examination, the battery compartment is intact and without damage. There was no evidence of contamination inside the battery compartment. On investigation, the pump powered on and was exercised for 24 hours without any rebooting, loss of power or call service alarms duplicated. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be functioning as intended without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.